Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that use error is the likely root cause. As a result of trending health hazard evaluation, dva-106292-hhe was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under sep 419 post market surveillance.

Event description:
While preparing shell for a screw, a 25 mm flex bit broke off in acetabulum and was unretrievable.